Event description:
It was reported that, "approximately 2 months after the left hip replacement was put in he was getting up off of the couch and heard a snap or popping noise which resulted in immediate extreme pain. He has extreme pain ever since. He is still using a wheel chair and a walker to get around. He is in extreme pain and all activities are hindered. He cannot sleep. It feels like shards of glass poking through his skin where the replacement was put in. The doctor states that he needs to get his sciatic nerve looked into. X-rays have been taken and the doctor states that the implant is fine."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.